Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming and the display was blank. The customer¿s blood glucose level was unknown. Troubleshooting was performed but the display did not return. The customer also reported that the insulin pump had been dropped. There was a crack on the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Corrosion was also found on the electronic assembly during visual inspection. Pump also received with cracked lcd glass, scratched case, pillowing keypad overlay, and minor scratched lcd window.